Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, which included putting the pump into storage mode and returning it within 10 days to avoid charges. Technical support confirmed the shipping address and sent a replacement pump. The customer will continue using the current pump until the replacement arrives and has been instructed on setting up the replacement, including programming pump settings and connecting their cgm.